Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hypoglycemia while using the compact plus system. The patient was unable to test on the meter because it was not working. The patient attempted to test on the meter within 24 hours prior to the event. The exact time the patient attempted to test on the meter was not provided. The patient does not remember what the issue was with the blood glucose monitor. The patient fell due to hypoglycemia symptoms and broke his leg and hip. The firefighters took him to the hospital. The type of treatment given to the patient was not provided and it is unknown how long the patient was in the hospital. The patient could not recall many details of the event. The device serial number was not provided. The blood glucose monitor was discarded; therefore, no product could be requested to be returned for product evaluation.